Event description:
Pt underwent diagnostic cardiac cath with 7 fr sheath. Access site closure attempted with techstar 7 fr pvs device. During needle deployment, one needle did not present. Needle back-down was not successful. The pt required surgery to remove the device vessel was noted to have a normal lumen and no calcification was noted. Pt left hospital 3 days after the procedure, and returned to work 14 days later.